Manufacturer narrative:
Bec customer technical support (cts) instructed the customer to bring the unit to standby and shut down the instrument per IFU. Bec field service engineer (fse) checked the console, but the exact source of the burning smell could not be found. Instrument was resumed. On (B)(4) 2011, bec qa followed up with the customer and confirmed the instrument was in operation, and the customer did not detect any burning smell. (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) and reported a burning smell coming from the console computer of unicel dxc 800 pro synchron clinical system. No injury was reported and it is unknown if there was effect to patient or user.